Manufacturer narrative:
(B)(6). Section d4: lot# and primary unique device identifier were requested but not provided by the customer. Section g4: no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the complaint bc191 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility stated that the glider of a bc191 flexitrunk infant nasal tubing had broken. Conclusion: without the complaint device, we are unable to determine the exact cause of the reported fault. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. Our user instructions that accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the glider of a bc191 flexitrunk infant nasal tubing had broken during patient use. There was no patient consequence.